Manufacturer narrative:
Concomitant products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) was not working 'correctly.' Device stimulation was said to have been off for over a year. The patient wanted the ins fixed because she was in pain. It was stated that the ins was able to communicate with the patient programmer and the ins could be turned on. It was added that after a few minutes, the ins would stop working. No error message screens were seen. The reporter also stated that the patient had experienced perfused sweating since implant. Since the implant had been turned off, the reporter stated that the patient had not had symptoms. Additional information had been requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).